Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Less than thirty minutes into treatment, the leak was visually observed in the dialysate compartment and the machine alarmed. Estimated blood loss was 100cc's. No medical intervention was required and the pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.